Event description:
Complainant alleged that during inservice training by a zoll sales representative, the device inappropriately displayed message code "elect pads off" the complainant indicated that there was no patient involvement in the reported failure.